Event description:
Rptr did meter to hcp meter comparison tests, side by side. The results were 250 mg/dl on rptr's meter, and 150 mg/dl on the hcp's meter (type unknown). Pt did not have any symptoms. Control solution testing was not done due to lack of supplies. No harm was alleged.